Event description:
A nurse was performing a routine shift check and received an unintended delivery of energy. The unit's joule setting was at 360j because the staff had not returned the unit to 0j after treating a pt. The nurse indicated that she used her thumbs to discharge the unit and that she felt the energy move through her left hand to her arm and up her left side. The nurse was evaluated at the facility's ER. Her heart rate and blood pressure were elevated for "awhile". All her other vital signs were normal. Her left hand was swollen and sore for two days and then the swelling subsided.